Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qjbejb /8726h56, and no non-conformances related to the reported complaint condition were identified. Summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that ten unopened samples of product code 8726h were received for evaluation. Visual inspection of ten unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. Additional information was requested, and the following was obtained: could you please confirm the number of sutures that broke during this single procedure being reported? Unknown, more than one though. What was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? - surgeon was using, not sure at what point in the suturing it broke. Event date? - unknown. Procedure name? - unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-03518 and 2210968-2021-03519.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. During the procedure, sutures kept breaking. The procedure was completed with a suture from this same lot. There were no patient consequences reported.